Event description:
A durable medical equipment supplier (dme) reported that a thermal event resulted in a void in the top enclosure of a bilevel positive airway pressure device (bipap). There was no report of harm or injury.

Manufacturer narrative:
The MFR determined there were signs of water ingress to the electronic components inside the bipap, leading to a short circuit and subsequent thermal damage and compromise of the top enclosure. The product's labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device. The MFR concludes the product failure was caused by the user mishandling/abuse and that no further action is necessary.